Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother of a customer reported via phone call of issues with carelink and mentioned that their blood glucose was high at 600 mg/dl. Customer declined high blood glucose troubleshooting. No further details given.